Event description:
The hcp reported the patient was experiencing increased spastcity. An x-ray and indium study were done. The results were not reported but eh "physician believes pump not working". The catheter was reported to have a break, tear of hole, the pump and catheter were explanted and replaced. A follow up report will be sent when additional information is received.